Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 629137-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included right lower quadrant pain, endometriosis of uterus, menses irregular with excessive bleeding, pelvic adhesions, obesity, uterine bleeding, metrorrhagia and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Small subcentimeter cyst in the cul-de-sac, removed. Diagnostic results: on (B)(6) 2016 surgical pathology report revealed, cul-de-sac, biopsy: benign multicystic mesothelioma. Uterus, hysterectomy and bilateral salpingectomy: adenomyosis. Irregularly developed secretory endometrium, squamous metaplasia of the uterine cervix, serosal fibrovascular adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included right lower quadrant pain, endometriosis of uterus, menses irregular with excessive bleeding, pelvic adhesions, obesity, uterine bleeding, metrorrhagia and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Small subcontinent cyst in the cul-de-sac, removed. Diagnostic results: on (B)(6) 2016 surgical pathology report revealed, cul-de-sac, biopsy: benign multicystic mesothelioma. Uterus, hysterectomy and bilateral salpingectomy: adenomyosis. Irregularly developed secretory endometrium, squamous metaplasia of the uterine cervix, serosal fibrovascular adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia). Concomitant diseases, historical conditions and lab data were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no: 629137-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included endometrial ablation and lupus erythematosus. Concurrent conditions included right lower quadrant pain, endometriosis of uterus, menses irregular with excessive bleeding, pelvic adhesions, obesity, uterine bleeding, metrorrhagia and pelvic adhesions. Concomitant products included hydroxychloroquine, ibuprofen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic adhesions ("pelvic adhesions") and abdominal pain lower ("lower right quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the menorrhagia, vaginal haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Small subcentimeter cyst in the cul-de-sac, removed. Diagnostic results: on (B)(6) 2016 surgical pathology report revealed, cul-de-sac, biopsy: benign multicystic mesothelioma. Uterus, hysterectomy and bilateral salpingectomy: adenomyosis. Irregularly developed secretory endometrium, squamous metaplasia of the uterine cervix, serosal fibrovascular adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet- events pelvic adhesions, lower right quadrant pain and she did not underwent an essure confirmation test were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.